Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had 10 syringes that had bent needles and some of the needles had foreign matter on the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: customer returned (5) 1/2cc, 12.7mm, 29g walgreens syringes in an open poly bag from lot # 8057906. Customer states that there is something on the needle. All returned syringes were examined and no foreign matter was observed on any of the samples. A review of the device history record was completed for batch# 8057906. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (foreign matter). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had 10 syringes that had bent needles and some of the needles had foreign matter on the needle. No serious injury or medical intervention was reported.